Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Patient and repair information were requested form the customer, but no response received.

Event description:
The customer reported that the ventilator alarmed with over voltage protection circuit failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Corrected. The biomedical was not able to duplicate the reported problem. The product support advised customer to allow unit to run in pneumatics screen at (B)(4) with no patient circuit hose connected. The customer to monitor blower rpm, current and temperature. No further service call received from this customer.

Event description:
The customer reported that the ventilator alarmed with over voltage protection circuit failed error. The biomedical engineer reported that the unit was not in use on a patient.